Event description:
It was reported that the unit is not working as expected by not holding peep in cmv and peep. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received with a missing valve diaphragm. The patient valve seat contained dents on the outer rim. Per functional testing, the complaint was confirmed. The root cause was due to the missing valve diaphragm and attributed to the user. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced valve diaphragm. Replaced oscillator, patient valve seat. Installed new MRI battery, sintered filters, and o-rings. Adjusted peak inspiratory control, "texp and tins" controls and o2 concentration control to tolerance. Performed preventative maintenance (pm), recalibrated unit, cleaned and affixed new service label. The device passed all functional and delivery tests.